Event description:
Electrical issues were identified during the implant attempt of the subject pacemaker. It's noted that prior implant spontaneous rhythm on this patient was not confirmed. After screwing the ventricular set-screw (click sound was heard) intermittent loss of ventricular capture was observed. After inserting the titanium can into the pocket cardiac arrest without ventricular pacing spike was suddenly observed on ECG. Cardiac massage was performed since patient lost her consciousness. The ventricular lead connector was disconnected, and no irregularities were noted with psa. After recovering patient¿s consciousness and blood pressure, ventricular lead connector was inserted into the ventricular port of the subject pacemaker, the ventricular setscrew was screwed, however no click sound was confirmed and cardiac arrest was observed again. A new pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Electrical issues were identified during the implant attempt of the subject pacemaker. It's noted that prior implant spontaneous rhythm on this patient was not confirmed. After screwing the ventricular set-screw (click sound was heard) intermittent loss of ventricular capture was observed. After inserting the titanium can into the pocket cardiac arrest without ventricular pacing spike was suddenly observed on ECG. Cardiac massage was performed since patient lost her consciousness. The ventricular lead connector was disconnected, and no irregularities were noted with psa. After recovering patient¿s consciousness and blood pressure, ventricular lead connector was inserted into the ventricular port of the subject pacemaker, the ventricular setscrew was screwed, however no click sound was confirmed and cardiac arrest was observed again. A new pacemaker was implanted.

Event description:
Electrical issues were identified during the implant attempt of the subject pacemaker. It's noted that prior implant spontaneous rhythm on this patient was not confirmed. After screwing the ventricular set-screw (click sound was heard) intermittent loss of ventricular capture was observed. After inserting the titanium can into the pocket cardiac arrest without ventricular pacing spike was suddenly observed on ECG. Cardiac massage was performed since patient lost her consciousness. The ventricular lead connector was disconnected, and no irregularities were noted with psa. After recovering patient's consciousness and blood pressure, ventricular lead connector was inserted into the ventricular port of the subject pacemaker, the ventricular setscrew was screwed, however no click sound was confirmed and cardiac arrest was observed again. A new pacemaker was implanted.